Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A supply change was performed resolving the occlusion. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin. Customer reloaded and continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.